Event description:
During the insertion of an arterial line in 2009, the catheter became dislodged from the hub and was loose in the pt. The physician attempted a cut-down to retrieve the catheter. However, he was unsuccessful and the pt was taken to the or. Pt outcome is unk. Add'l info received two days later: a 2.5fr, 21ga cook central venous catheter became dislodged from the hub after insertion. Attempts to retrieve the catheter at the bedside were not successful and the pt was taken to the operating room for removal from the right forearm. Pt outcome is unk.

Manufacturer narrative:
Still under investigation at this time.